Manufacturer narrative:
Other relevant device(s) are: micra model #: mc1avr1-delsys / expiration date: 28-apr-2023 / serial#: (B)(4) UDI #: (B)(4). No. Yes, return date: (B)(6) 2021 h5: yes.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited high thresholds. The patient experienced a slow rate and their vitals became unstable. The physician believed the patient experienced a stroke during the procedure. The leadless ipg system was removed. No further patient complications have been reported as a result of this event.